Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 150 mg/dl. Troubleshooting found the customer's drive support cap was loose. It was also found insulin was squirting out during the manual prime process. Customer also stated insulin continues to drop after the motor stops. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.